Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her wires will need to be re-attached to the ins. The patient reported that her ins on the right side was coming through the skin and looked infected and causing a lot of pain. The patient reported that they repositioned it 2 inches up in the buttocks hip area and it was falling again. The patient reported that everything started 6 months ago. No further complications were reported.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 3888-33 lot# v651966 serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the first reposition was due to a couple of falls (maybe). The patient reported that the second time, she didn¿t know why it fell out of position and it hadn¿t been fixed yet. The patient reported that as of 2017 (B)(6) nothing had been done. The patient reported that the issue wasn¿t resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-33, lot# v651966, implanted: explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative. It was reported that the patient's ins had moved and become more shallow under the skin and became painful. It was reported that the patient fell on the ins site. The patient had a revision surgery to move the ins up higher a few inches. This resolved the issue temporarily, but over the last few months, the ins has migrated back to the original site and is causing pain and discomfort. It was reported that the patient would see a surgeon for another possible revision and the painte was using lidocaine patches to help with the pain. It was also reported that electrode 0 had out of range (oor) impedances of over 10000 ohms. Reprogramming around the oor electrode yielded better coverage for the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(4) 2019. The caller was a neurologist looking to schedule an unrelated MRI for a patient who had two stimulators; one in their neck and one in their lumbar. The patient had the device in their neck removed. The surgery notes dated (B)(6) 2019 indicating that the device was removed due to dysfunctional neuro device, removal of the spinal cord stimulator (scs) left gluteal, removal of spinal electrodes times 4 cervical, revision of generator site right. The event date was unknown. No further complications were reported/are anticipated.